Event description:
It was reported that this programmer's touch screen froze during use. No adverse patient effects were reported. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory, functional testing and baseline checks were completed. No visual damage was observed during return product analysis. The programmer failed the functional test, as the screen did not detect touch on any area of the display. The programmer was powered on and the logfile was downloaded, data review revealed that no error/fault codes had been recorded. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the lcd touchscreen laramie was swapped out with a known good unit, the product defect disappeared.